Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, cleaning of the pneumatic back-plane printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pneumatic back-plane printed circuit board was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined.